Event description:
Holter monitor done by lifewatch and when our physician reviewed the strips, it was clearly not the correct patient. The report from lifewatch did not have any atrial fibrillation noted when the primary reason for the holter was a-fib. Thankfully our physician noticed the error and did not offer any treatment based on the wrong report. Lifewatch was notified and they then sent a "corrected" report that had the a-fib noted. Based on this event, and the lack of support from lifewatch we have ceased all activity with this vendor. Manufacturer response for holter monitor, lifewatch holter monitor (per site reporter): the manufacturer/vendor has refused to discuss these ongoing data issues with us, they are requiring us to talk to their legal counsel.